Event description:
A healthcare provider (hcp, MRI tech) reported on (B)(6) 2020 that the patient was unable to read the ins due to the ins moving around in the pocket, which had started about 6 months prior. They also reported that the controller and the ins were not currently charged, but the controller was plugged into the wall outlet at the time of the call. It was reviewed the patient should go see their doctor to check the device and pocket site, and that the controller should be charged to at least 40% before trying to charge the ins up before it could be put into MRI mode. Additionally, information regarding reprogramming and patient compliance. The hcp mentioned they didn't know if the ins would be removed or revised. No symptoms reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s ins had moved inside their body. They stated that it was causing them problems. They stated that the problems they were having was because the ins had moved up toward their hip and spine, it was causing a lump and pain. They indicated that this had been going on for a good week to a couple days (aug-2020). The patient was redirected to follow-up with their healthcare provider (hcp) to look at the ins.